Event description:
The customer has reported to baxter that the pt noticed a droplet of fluid on her clothes after dialysis, and had the suspicion that there might be a hole (covered by the clamp) in the uv flash solution transfer set. The droplet might also have originated from fluid trapped in the clamp from showering. One week before, (specific data not given) the pt suffered from peritonitis, and was treated with antibiotics. At that time, the same transfer set was used. The pt has fully recovered.